Manufacturer narrative:
(B)(4). After the ventilator was forcibly shut down it operated normally. The evaluation and repair of the ventilator has not been done yet.

Event description:
It was reported that during use a ventilator suddenly generated an error and ventilation stopped. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
A single board computer (sbc) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated. If information is provided in the future, a supplemental report will be issued.